Event description:
An altitude alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided tips for preventing altitude alarms, which the customer understood and acknowledged, allowing them to resume insulin delivery with the original cartridge.